Event description:
It was reported that while in the cath lab, the clinical technologist calibrated the intra-aortic balloon (iab) to the intra-aortic balloon pump (iap-0500 (B) (4)) prior to insertion and the calibration was done successfully. When the cardiologist proceeded to insert the iab via the right femoral artery, the fiberoptix sensor (fos) signal was lost. The cardiologist continued to insert the iab through the sheath and midway the iab catheter became stuck. The iab could not be advanced any further, and the cardiologist removed the sheath and iab as one unit. As a result, the md requested another iab (iab-06840-u) and inserted this iab via the left femoral artery. There were no reported pt complications or injuries.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.